Event description:
Blood glucose measured 114 mg/dl at 5 pm and took 48 units of regular insulin at 5:30 however ate and passed out immediately afterwards. It was stated 911 was called and 30-45 minutes later, customer's meter read 108 however emergency medical technician (emt) meter read 54 mg/dl so customer was treated with oral glucose. Reporter stated customer was taken to the hosp where was treated with a glucose IV, potassium, and food. A request was made for the return of the suspect device and replacement product was sent.